Event description:
It was reported that the battery was depleted and the device explanted about 42 months after the implantation. No deterioration of the patient's health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eri, and 20 charge processes were documented. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted in conformance to specifications with a defibrillation shock. The specified energy level was reached. Analysis of the memory content showed an inconsistency between battery voltage and drawn charge amount. The ICD was therefore opened, and the components of the electronic module were inspected. The visual inspection of the internal structure did not show any irregularities. The battery was discharged. A direct measurement on the module showed an increased power consumption. In addition, a damaged low-voltage capacitor was identified, which caused the increased power consumption and subsequently led to the clinical observation. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, the clinical observation resulted from an increased current uptake, which was caused by a damaged low-voltage capacitor of the electronic module. The review of the production history showed that the device functioned properly at the time of shipment. The exact time and the cause of the damage could not be determined.